Event description:
It was reported that during an anterior resection procedure, the surgeon mobilized the rectum and used the device to create the rectal stump. When the surgeon released the gun after firing, the abdomen filled with blood as not all staples had formed. There was a complete line of formed staples on the anterior wall and the staples had missed the posterior wall altogether. The surgeon hand sutured the line of transection and the case was completed with another device. There were no adverse consequences for the pt. Blood loss was not significant and the pt did not receive a transfusion. The pt is fine now and is still in the hospital at present. The pt had pyrexia and had a CT scan as they suspected a post opt air leak, there may have been some local infection.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.